Event description:
Per independent repair center statement, the unit had low o2 or yellow light and no audible alarms. The key failure was the heat exchanger for the compressor was leaking. Additional malfunctions were the gear clamp for the manifold was loose, and the power switch for the control panel was defective.